Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to a loss of function and a tear in the right cylinder. The patient was implanted with a coloplast titan touch. A patient outcome was not reported.

Manufacturer narrative:
The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was unable to be functionally tested due to contamination. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification. A leak was identified in the cylinder body of cylinder 2 attributed to wear and fatigue at a fold with avulsion. Broken fabric threads were present. This identified leak would directly affect the functionality of the device and confirm the reported device malfunction and fluid leak. An investigation conclusion code of cause traced to component failure was chosen, as the reported events could be traced to fluid loss through product investigation.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to a loss of function and a tear in the right cylinder. The patient was implanted with a coloplast titan touch. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device due to a loss of function and a tear in the right cylinder. The patient was implanted with a coloplast titan touch. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the revision was due to fluid loss and obvious defect of the linear and outer membrane of the cylinder was observed.